Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. It was observed that a battery pin was not seated correctly. The battery pins were replaced. The device passed functional and performance inspection and was returned to the customer. Root cause was determined to be a seating issue with the battery pins.

Event description:
The customer contacted physio-control to report that their device immediately shuts off when it is powered on. They observed that the battery pin was pushed in. In this state defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device immediately shuts off when it is powered on. They observed that the battery pin was pushed in. In this state defibrillation therapy would not be available, if needed. There was no patient use reported with the event.